Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, stent damage occurred. The 95% stenosed lesion was located in a severely calcified and severely tortuous right coronary artery. Pre dilation was performed. The model-liberte bare (mr) ous 12mm 5.00 stent delivery system. It was advanced, however, was unable to cross the lesion. The distal part of the stent was "widened." They re-ballooned the lesion and went in with a liberte bare (mr) ous 12mm 5.00 stent. This stent was unable to cross the lesion as well. The procedure was postponed. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure stent damage occurred. The 95% stenosed lesion was located in a severely calcified and severely tortuous right coronary artery. Pre dilation was performed. The model-liberte bare (mr) ous 12mm 5.00 stent delivery system. It was advanced, however, was unable to cross the lesion. The distal part of the stent was 'widened'. They re-ballooned the lesion and went in with a liberte bare (mr) ous 12mm 5.00 stent. This stent was unable to cross the lesion as well. The procedure was postponed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the distal edge of the stent was damaged. No other damage was visible along the entire length of this device. No issues existed with the profile of the tip section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).